Event description:
A report was received stating that after falling, the patient was experiencing a change in stimulation and difficulty charging their implant. The decision was made to revise the patient's implant site, as it is currently located to deep.